Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "cable" was not confirmed. The ac power cord was inspected and found to be in good condition and operated within specification.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a damaged cable; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.